Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. The 510k is available as this is a custom defined product.

Event description:
It was reported that during use, the pressure tubing set with a vamp disconnected resulting in 5 milliliters of blood loss. There was no consequence for the patient. The product was available for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
New information from the customer reflected that the customer duplicated the reporting of the event referenced in this MDR submission. The subject event is detailed in MDR number 2015691-2018-03610.